Manufacturer narrative:
On 6/11/2021, this complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this product complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV and a rupture note: this report contains supplemental information for mentor psr reference number ip-00527221. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and suffered from bilateral capsular contracture baker grade IV and a rupture on the right side. As a result, the patient had undergone removal and bilateral replacement with unspecified breast implants on (B)(6) 2021. This report contains supplemental information for mentor psr reference number ip-00527221. This medwatch is for the right side.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the procedure was breast augmentation primarymanufacturer¿s reference number: (B)(4).